Event description:
High speed dental drill became overly hot during use and caused burn to physician's finger and pt's tongue. Product evaluated by (B)(6). No problem identified. Turbine replaced as a precaution.